Manufacturer narrative:
The patient later expired with no allegations against device functionality. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this device had experienced two cardiac arrests. Sensing had decreased from 17.6 mv to 5.3 mvs. Additionally, impedance measurements had also decreased from 523 ohms to 316 ohms. It was noted that the device was programmed to unipolar ventricular pacing. Review of previous data did show an out of range impedance measurement had been recorded over a year earlier and it was possible the device was changed to unipolar at that time. There was no indicate of loss of capture, beyond one beat noted on a surface electrogram (egm). It was noted that patient had a true ventricular arrhythmia and it was also noted that the patient had atrial fibrillation (af) with rapid ventricular response episodes. No adverse patient effects were reported.